Event description:
It was reported that a spectrum pump had no audio when the keys were depressed or speaker was defective. This occurred during programming/ setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing,no audio when keys are depressed or speaker was defective was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an failed rear case. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.